Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during prep for use the lens vial was noticed to be dry. There was no patient contact. The lens was discarded.

Manufacturer narrative:
The lens was returned. The lens is protruding from the tip of the returned delivery device. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found the front haptic torn off and missing. The back haptic is bent. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. A dry vial can contribute to a difficult to fold or slow to unfold lens. Per the dfu, the lens should not have been used once it was noted that the lens was in a semi-dry state.